Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 81, 220, and 228 mg/dl. Tests were done within 10 minutes with a difference of 49%. Patient did not experience any adverse events. Customer was using expired test strips. No further information has been reported.